Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 1.8mg/day) via an implantable pump. It was reported that during a scheduled pump replacement, the catheter could not be aspirated. The pump segment was removed, and there was no flow from the intrathecal segment. The physician replaced the pump segment and went back to replace the spinal segment. A portion of the spinal segment remained in the flank to connect to, and once everything connected, the catheter still did not aspirate. It was unknown if the issue had resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump passed all testing in the laboratory and no anomalies were identified. Analysis of the catheter identified a leak near the strain relief/transition tubing near the connector during the in-line pressure leak test. Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2025 ubd: 2026-09-18 UDI: (B)(4) product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 ubd: 2027-01-27 UDI: (B)(4) product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 ubd: 2020-04-30 UDI: (B)(4) product type catheter d10 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.